Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This case, with patient identifier (B)(6) (nano system), is related to case with patient identifier (B)(6) (aviva connect system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 464 mg/dl (nano system) and 166 mg/dl (aviva connect system). No adverse event reported. Return of the suspect device was requested for evaluation.